Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line (gl) could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and during deployment of the clip, the lock line could not be removed. The physician attempted to pull the lock line but only a little came out due to resistance with the lock line. Therefore, the entire cds was removed with the clip and a new cds was used successfully to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported inability to remove the lock line was confirmed in the testing environment. Furthermore, a knot on the lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported inability to remove the lock line appears to be due to the observed knotted lock line. The knotted lock line appears to be due to user technique. There is no indication of a product issue with respect to manufacture, design, or labeling.